Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock for a slow ventricular tachycardia (vt) under 160 bpm. This occurred while the patient was in the hospital and was awaiting dialysis. The s-ECG showed a wide complex tachycardia that was double-counted. The patient was symptomatic at the time, but this was not a rhythm the physician wanted to treat with shock therapy. Device data was submitted to technical services for review. Technical services reviewed the episode printout and requested data to so the other vectors could be reviewed. Technical services discussed smaller amplitude r-waves were noted in the episodes, while the presenting s-ECG in primary showed larger amplitudes of nearly 2mv. Technical services agreed the rhythm appeared to be wide complex vt, and recommended further troubleshooting in the clinic to evaluate all vectors and sending the data for review, as well as considering other electrophysiological options for managing this type of arrhythmia.